Event description:
It was reported that the rear legs of the cot dropped to the ground. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): serviced by medteck.